Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Additional information received: how was the post-op bleeding identified? Please refer to previous reply. How many days postoperative was the bleeding identified? Please refer to previous reply. What was the total estimated blood loss (ml)? 800 ml. Was a transfusion required? Yes. How was the bleeding addressed? Please refer to previous reply. What was the pre and postoperative anti-coagulant and pain management protocol? Nil. Was the bleeding intraluminal or extraluminal? Intraluminal. Any clips, clamps, or graspers near the area where the device was being fired? No. Please provide a timeline of events. Timeline is as according all the information provided thus far in the complaint submission + replies.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2025 additional information was requested and the following was obtained: 1. Date of adverse event - 14/4/25 2. How was post-op staple line bleeding found out? Bleeding from rectum, about 2-3 days post-op 3. Was medical intervention performed to treat the post-op staple line bleeding? If yes, what medical intervention was performed? Tranexamic acid for few days, bleeding resolved 4. Current patient outcome - pt is well now.

Event description:
It was reported that in a left hemi with ica. Post-op staple line bleeding from ica firing. Intra-op staple line was fine. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # a9710a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.